Event description:
It was reported via social media that the patient passed away. Date of event is an approximation. According to the online article, the patient's "system failed him for weeks." He reportedly attempted to call for support. The online article states that the phone kept giving him wrong information and it "cost him his life." The patient was noted to have type 1 diabetes. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).